Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital day visit and hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs8bylx. Hardware: sm-s936u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen for longer than 48 hours at the time medical attention was sought on (B)(6) 2026, with the pod actively in use. Medical attention was sought due to significantly elevated blood glucose levels. The patient reported symptoms of nausea and weakness, prompting evaluation by a healthcare professional. Blood glucose levels were reported to be greater than 500 mg/dl, and the patient was diagnosed with extreme hyperglycemia. Medical management included injections (specific medications unknown) and clinical observation during a same-day visit. The pod was removed and discarded by healthcare personnel; therefore, post-removal assessment of the cannula was not available. The patient was discharged later the same day.